Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor did not boot up on first attempt. After re-booting, the unit functioned and the device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation is in process, but not yet complete.